Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the device could not be interrogated prior to implant. Interrogation was attempted with two programmers. Later interrogation of the device revealed elective replacement indicator. The device was not implanted. No patient complications have been reported as a result of this event.